Event description:
Patient reported left side "capsular contracture baker grade unknown, pain, and rash." Patient also reported "fatigue, unable to walk, rheumatoid arthritis, hashimoto's disease, thrombocytosis, sjogrens disease and brain fog"; these events are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, pain, skin rash/dermatitis. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left side "capsular contracture baker grade unknown, pain, and rash." Patient also reported "fatigue, unable to walk, rheumatoid arthritis, hashimoto's disease, thrombocytosis, sjogrens disease and brain fog"; these events are not device related. Device remains implanted.